Manufacturer narrative:
A medtronic representative, following-up at the site, reported the incision was 2mm deep, and accurate. It is believed the inaccuracy was due to a physician assistant (pa) leaning on the patient. On (B)(4) 2014 medtronic representative was on site to provide synergy spine training. On (B)(4) 2014 medtronic representative was on site to provide synergy cranial training. On (B)(4) 2014 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.

Event description:
A medtronic representative reported that, while in a cervical procedure, the surgeon suspected the screws were placed too laterally. The medtronic representative noted that the incision surrounding the area was small and when the surgeon pushed on the skin, the reference frame was being pulled forward. In trouble-shooting it was relayed to the surgeon, the importance of the reference frame not being allowed to move. The surgeon opted not to increase the length of the incision and to place the screws without using the projections feature. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.